Event description:
Filter from the anesthesia circuit cracked when attached to the machine. It was reported to me that this is the 7th filter that has cracked in the past couple of months. No patient information provided however, this was a near miss that did not reach the patient or cause harm.